Manufacturer narrative:
The results of analysis were inadvertently not provided on follow-up report #1. The date received by the manufacturer was inadvertently provided incorrectly on follow-up report #1 as 11/30/2017 when the date was intended to be 11/02/2017. The follow-up type was inadvertently not provided as ¿device evaluation¿ it was inadvertently not provided on follow-up report #1 that the device had been evaluated by the manufacturer. The evaluation codes from analysis were inadvertently not provided on follow-up report#1.

Event description:
Analysis was completed for the returned generator and lead. There were no performance or any other type of adverse condition found with the pulse generator. Since a portion of the lead including the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No anomalies were identified in the returned lead portion related to the infection. Pitting and corrosion observations were identified and were reported in MFR report# 1644487-2017-04884.

Manufacturer narrative:
Date of event. The date of the event was inadvertently provided incorrectly on the initial report.

Event description:
It was reported that a vns patient was scheduled to have her vns explanted due to an infection at the generator site. It was believed to be due to picking at the site. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Explant surgery occurred. The explanted devices were received and analysis is underway, but has not been completed to-date.